Event description:
It was reported that touchscreen became less responsive and customer had to press buttons multiple times, and reservoir area was getting dirty. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, was out of warranty and in process of renewal, and no additional corrective actions were documented.